Event description:
It was reported that the burr got stuck with the wire. A 1.25mm rotapro and rotawire were selected for use. During the procedure, upon removal, the burr got stuck a bit on the wire. Both wire and burr were removed due to coiling of the device. When removed, the rotawire was noted to have been twisted. The procedure was completed with a different device. No complications were reported, and patient is normal after the procedure.